Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, flushing was done successfully and the catheter was implanted successfully. But during check for back flow, leakage was observed from the junction of venous extension tube and bifurcate. Nothing unusual was observed onthe device prior to use. No defects/damages were found on the product where the leak was observed. The catheter was not repaired. Betadine and chlorhexidine were the cleaning agents used on the device and used to treat the insertion site prior to product placement. The cleaning agents were allowed to dry thoroughly prior to applying ointment to the area. Tego was not utilized. There was no luer adapter issue. No other products were being utilized with the device. There was a blood loss of less than 5ml but no blood transfusion was required. The catheter was removed and a new catheter with similar model and lot number was inserted on the same day of the event (re-catheterization). The new catheter was performing optimally. There was no reported patient injury.

Manufacturer narrative:
Additional information: d9, g1, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that it had been used. Functionally, the cannula was clamped and the device was submerged in water while air was flushed through the venous and arterial luer adapters. A leak was noted in the arterial extension tube where it met the bifurcated y-hub. A small hole was seen in the extension tube. It was reported that there was a leak or hole on the extension tube at or near the bifurcate/hub. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, flushing was done successfully and the catheter was implanted successfully. But during check for back flow, leakage was observed from the junction of venous extension tube and bifurcate. The extension tube was not stretched. No excessive force was applied. Metal clamps were not used. The tube did not snag in clothing. Nothing unusual was observed on the device prior to use. No defects/damages were found on the product where the leak was observed. Betadine and chlorhexidine were the cleaning agents used on the device and used to treat the insertion site prior to product placement. The cleaning agents were allowed to dry thoroughly prior to applying ointment to the area. Tego was not utilized. There was no luer adapter issue. No other products were being utilized with the device. There was a blood loss of less than 5ml but no blood transfusion was required. The catheter was not repaired. The catheter was removed and a new catheter with similar model and lot number was inserted on the same day of the event (re-catheterization). The new catheter was performing optimally. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.